Event description:
The aci sales professional reported that a female patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with angiomax. A pre-procedure femoral angiogram revealed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 7mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured during pull back. The device was removed and the physician sutured the sheath in place. Per the hospital's protocol, two hours later, the physician pulled the sheath out from the access site and applied manual compression (duration is not known). It is unknown if the patient was hospitalized or not. No further information is available.

Manufacturer narrative:
Visual inspection of the returned device at high magnification revealed that the source of the leak was a longitudinal tear in the balloon, approximately 5mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. It was reported to access closure that a pre-procedure femoral angiogram revealed presence of pvd/calcium in the vicinity of the access site. Per the mynxgrip vascular closure device instructions for use (IFU), the safety and effectiveness of mynxgrip have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site (access site). The review of the lhr (lot f1303904) indicated that the device met all established performance criteria prior to shipment.